Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 70% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. A 2.50 x 20 synergy drug-eluting stent was advanced into 0.014 guide wire. However, the stent got caught on the y-connector and the distal part of the stent got bent. The physician tried to curve the stent towards the opposite direction with his fingers. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that on the 4th proximal stent row, the stent strut was damaged (lifted). The stent od (outer diameter) for the undamaged distal section of the stent was measured and was within the maximum crimped stent profile. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. The 70% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. A 2.50 x 20 synergy¿ drug-eluting stent was advanced into 0.014 guide wire. However, the stent got caught on the y-connector and the distal part of the stent got bent. The physician tried to curve the stent towards the opposite direction with his fingers. No patient complications were reported and the patient's status was stable.